Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had been hospitalized for high blood glucose levels. The customer's blood glucose level was reported to be 534mg/dl. It was reported that the customer was treated at the hospital. Troubleshoot was reported to be conducted. It was reported that the customer had air bubbles in reservoir and tubing. It was reported that the customer had moisture damage on pump. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and delivery accuracy test. The insulin flow blocked alarm was not for the paradigm series pumps. No unexpected no delivery alarms were noted. The no delivery alarm functioned properly during the basic occlusion test and occlusion test. The pump was programmed with a 5.0 unit bolus. The bolus delivered properly. No air bubble anomaly was noted. The pump had a small crack on the reservoir tube lip. No moisture damage was noted on the electronic assembly or on the motor.